Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the arrow raulerson syringe (ars) was found leaking during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported the arrow raulerson syringe (ars) was found leaking during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one arrow raulerson syringe (ars) for analysis. No definite signs of use were observed on the ars. Visual examination of the ars revealed that the handle was separated from the syringe plunger body, and the valve was loose within the ars barrel. The point of separation between the ars handle and ars body was smooth. The ars valves appeared to have the intended slit, but the slit didn't pass entirely through either valve. Functional inspection could not be performed due to the damage to the ars. Manufacturing was contacted as a part of this complaint investigation. They confirmed that the separation of the ars handle is likely a manufacturing issue. This damage could have potentially contributed to the leaking experienced by the customer. A device history record review was performed, and no relevant findings were identified. The customer report of an ars leak in use could not be confirmed through investigation of the returned sample. The ars was returned disassembled, and the valves were loose, so functional testing could not be performed to test the valves. Based on visual analysis of the sample, manufacturing confirmed that the disassembled ars is consistent with a manufacturing issue. The damage to the ars and the incomplete valve slits potentially contributed to the leaking experienced by the customer. Based on the customer report, feedback from manufacturing, and sample received, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further analyze this issue. Teleflex will continue to monitor and trend on complaints of this nature.